Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient's defect was measured and a 30 mm amplatzer septal occluder (aso) was selected for use. The aso was implanted; however, it embolized and was retrieved with a snare. A second attempt was made and was unsuccessful. The patient will return for closure with a larger device in the future. The patient was discharged.